Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that they were unable to reduce pressure which caused visualization issues.